Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control was heating up while oscillating. A backup was used to complete the procedure. A five minute delay was noted as a result and no patient or or staff was impacted.